Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Additional product: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420 / catalog #:1420 / expiration date: 23-jul-23/ serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 21-jul-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the repair was performed on a past sheath repair. The driveline was inspected and six cuts were found on the outer sheath three of them the wires were exposed, no isolated damaged was found. The connector was locking and the new repair was performed. Also, one controller was exhibiting electrical fault alarms and it was exchanged. A second controller exhibited timeclock error, the controller time was set automatically via the monitor the controller remained in use. Additionally, the vad was turned off the vad and the patient is in good condition.

Manufacturer narrative:
Corrected d4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the driveline cable associated with (B)(6) and two (2) controllers (B)(6) were not returned for evaluation. Review of (B)(6) service history records indicated that the device was previously serviced, and the repair actions were verified. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis associated with (B)(6) revealed three (3) electrical fault alarms were logged on (B)(6) 2023 at 21:03:29, 07/oct/2023 at 13:31:16 and (B)(6) 2023 at 14:34:30, due to an overcurrent trip condition in the front stator, resulting in the pump running on a single (rear) stator. In addition, seven (8) high watt alarms were logged since (B)(6) 2023 at 13:31:17, due to the overcurrent trip condition in the front stator. Log files also revealed multiple reactivation events were logged between 06/oct/2023 at 21:03:24 and 07/oct/2023at 13:31:20.log file analysis associated with (B)(6) revealed that the pump ID was not set. If the pump ID is not set when the controller is connected to the monitor, the monitor will update the date/time of the controller to match the da te/time of the monitor. Two (2) electrical fault alarms were logged on (B)(6) 2012 at 31:38:30 and 22:42:32 due to an overcurrent trip condition in the front stator, resulting in the pump running on a single (rear) stator. In addition, four (4) high watt alarms were logged since (B)(6) 2012 at 13:32:17, between 21:38:3 and 22:18:52 due to the overcurrent trip condition in the front stator. Log files also revealed multiple reactivation events were logged between 15/mar/2012 and 17/mar/2012. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed several cuts in a previously repaired area of the outer sheath, leading to exposed wires. As a result, the reported electrical fault alarms and time clock error events were confirmed. A driveline sheath repair was performed to mitigate the reported conditions. There is no evidence to suggest that a device malfunction or performance issue caused or contributed to the reported time clock error event. The most likely root cause of the reported time clock error event can be attributed to the controller with no pump ID set connected to the monitor, resulting in the monitor to update the date/time of the controller. Based on the available information, the most likely root cause of the reported driveline sheath repair damage may be attributed to factors such as normal wear over time or improper handling. A possible root cause of the observed inner lumen damage may be attributed to handling of the device and/or wear over time without the outer sheath present. Based on the available information, the most likely root cause of the reported electrical fault alarms, high watt alarms, and observed reactivation events can be attributed to an overcurrent trip condition possibly due to shorts in the driveline due to damage to the driveline cable wires; when the wires were left exposed, the wires may have come in contact with each other, which would trigger electrical faults due to a short circuit. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-dec-2023 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: yes h4: mfg date: 08-dec-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer received product performance data due to the second controller exhibiting a time clock error. The controller subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited an electrical fault alarm. Servicing was performed and the vad remains in use. No patient complications have been reported as a result of this event.